Event description:
The wire lasso breaking off the hub. There are 2 lassos(suture retrievers) in the back. First 1 broke as the tech removed it from plastic holder there was the second in the pack which broke off of the hub when I inserted into the needle. Opened a second set and removed both wire loops. These also broke with essentially no force. I opened a third pack and fortunately was able to finish the surgery. This caused significant surgical delay but ultimately no harm to the patient. FDA safety report ID# (B)(4).